Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external valve torn by the center slit on the inner face and the internal valve torn by the center slit on both faces, compromising the valves' ability to seal pressure and fluid within the sheath. Based on the complaint summary, this failure would have been the primary cause of the allegation. Inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
During a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. After insertion, the physician did the normal aspiration per IFU. He continued to pull air into the syringe. Around 3 or 4 syringes were used to aspirate, but the problem still persisted. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was retained by customer.

Event description:
During a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. After insertion, the physician did the normal aspiration per IFU. He continued to pull air into the syringe. Around 3 or 4 syringes were used to aspirate, but the problem still persisted. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was retained by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.